Manufacturer narrative:
Follow-up (5/21/2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 5/1/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue approximately 2-3 weeks ago. The patient reported blood glucose results of "300 and 400mg/dl" with the subject meter on an unknown date/time, which she felt were too high based on her feelings/normal readings. The patient manages her diabetes with insulin, (self adjuster) and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient stated that she developed symptoms of "feeling like she was going to black out, cold, dizzy and shaking" about two weeks later. On (B)(6) 2012, she went to the urgent care clinic but did not receive any medical treatment for complications associated with diabetes. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were unexpired and stored correctly. It was noted that the meter was coded incorrectly. The cca assisted the patient with a control solution test and it fell within the desired range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.